Event description:
Pt status post anterior cervical spine procedure, plate and screw implantation, levels c4-5, c5-6, c6-7, approximately one month ago returned to surgeon complaining of difficulty in swallowing. An x-ray on an unk date showed one screw had slightly backed out of the plate. Pt was returned to operating room and surgeon added the synapse system posteriorly, levels c4 to c6 for stabilization. Surgeon did not remove the acs plate or screws. This is one of two reports.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.